Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist assistant reported that an ophthalmic gas bubble was instilled into a patient's right eye during a vitrectomy procedure. The intraocular pressure had increased above 40mmhg by day three post-operative follow up evaluation. Surgical intervention in the form of gas vitrea puncture was performed to remove the gas from the eye. Patient impact is unknown at this time. Additional information has been requested.

Manufacturer narrative:
As no sample was returned to manufacturing, testing could not be performed on the reported cylinder. Retain samples from the reported lot number were tested to release criteria. The retain samples met the release criteria. Nothing was found that would account for the customer complaint therefore, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No sample was received by manufacturing for evaluation. The perfluoropropane ophthalmic gas directions for use (dfu) include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note that caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause iop to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful, or may cause glaucoma, and/or may cause cataracts. Contraindications: proliferative vitreoretinopathy (pvr) greater than stage c, mental or physical inability to maintain the therapeutic position for five (5) postoperative days, severe glaucoma with more than a minimum of field loss and cup to disc ratio equal to or greater than 0.6; uveitis, severe peripheral retinal degeneration; and high altitude travel, included but not limited to airline travel. Warnings: use of nitrous oxide must be stopped at least 10 minutes before gas injection to ensure an adequate post-operative bubble is achieved. Do not administer nitrous oxide if a gas bubble is present. Nitrous oxide rapidly partitions into the gas bubble causing expansion and a pressure increase in the eye that has been known to result in vision decrease and blindness. There is a risk of cataract formation if the lens is inadvertently damaged by the needle during gas injection during pneumatic retinopexy. Do not use the perfluoropropane gas if the cylinder pressure is below 50 psi as the expansion performance of the gas may change resulting in elevated intraocular pressure. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on quality assurance assessment, the product met specifications at the time of release. A review of complaints did not indicate any additional related reports for this product lot number. The root cause cannot be determined conclusively. Data will continue to be monitored for any possible trends. (B)(4).

Event description:
Additional information received stated that in the fifth day after the flat pars vitrectomy surgery for a macular hole of the right eye, there were no complications however, it further stated that the patient presented with ocular protrusion, perfluoropropane gas leakage to the subconjunctival space, subtenonian, "parso" and probably intra-canal. The intraocular pressure (iop) at that moment was 22 mmhg even with all the gas leakage. The patient informed that there was a sudden episode. The vitrectomy was 23 gauge with no suture which has allowed the relief of the consequent eye pressure to the leakage. The case evolved to choroid with no reabsorption and phthisis bulbi blindness. The patient's condition is reported as not expected to resolve as the pressure increase caused irreversible blindness.